Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease fold and wear abrasion. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and opening striated broken in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the patch/shell bond edge assessed as unidentified (tear) opening. A striated broken shell in the posterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.